Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display. Customer¿s blood glucose level was 115 mg/dl. Customer stated that the insulin pump was messed up a little bit and little clear ring was fell off all the time. Customer stated that the screen was dim and film on the screen was peeling off. Customer also stated that the insulin pump was neither dropped nor bumped. The insulin pump will not be returned for analysis.